Event description:
It was reported that balloon rupture occurred. The target lesion was located in the second right posterolateral segment of the right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation at 8 to 9 atmospheres, the balloon ruptured. The stent was removed as usual together with the stent balloon, and the procedure was completed with another of the same device. No patient complications were reported.